Event description:
It was reported that during use on a patient, the screen of the cardiosave intra-aortic balloon pump (iabp) froze, the touchscreen was not responding, and stopped pumping. The iabp was rebooted but would not respond to the start command. The iabp was removed from the patient. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
As per medwatch # (B)(4), the customer evaluated the iabp and reviewed the iabp's logs, and printed the recent faults, alarms, trigger changes, and statistics. The customer cleaned and calibrated the touchscreen, and ran the iabp with an iabp trainer/simulator, and tested the touchscreen function, and did not experience a lockout. The fault log had recorded error 63 when staff reported the touchscreen issue. Fault 63 is display head processor unable to configure touchscreen controller device. The customer will replace the video generator board. Additional information was requested from the customer with regard to the repair and status of the iabp; however, despite our best efforts, no repair information and no status of the iabp has been received. If any pertinent information is received in the future, a supplemental report will be submitted..

Manufacturer narrative:
At this time, the customer has not requested getinge to evaluate the iabp. Additional information is being requested from the customer with regard to the repair and status of the iabp. A supplemental report will be submitted if this information is provided to us.(B)(6).

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) the touchscreen was not responding. The iabp was rebooted but would not respond to the start command. The iabp was removed from the patient. No patient harm, serious injury or adverse event was reported.